Event description:
It was reported that a 30-year-old caucasian female patient who underwent a breast augmentation primary with two 425cc mentor memorygel breast implants experienced unexplained systemic symptoms postoperatively, including alopecia areata, breast implant illness, anxiety, hypothyroidism, heart palpitations, shakes, difficulty breathing, weight gain, depression, dry eyes, dry mouth, vertigo, migraines, headaches, pain, paresthesia, noise in the ear, seeing black spots, brain fog, difficulty concentrating, sensitive nipples, abnormal blood work, shingles, rashes. The patient reported that the result of her blood test coming back clear/good but last two years red blood count has been low, colonoscopy pulled precancer results. Patients medical history- hypothyroidism, alopecia areata, pre-cancerous cells, low white blood count, removal of precancerous polyps, laser cone procedure on her cervix to remove precancerous cells, appendicitis, shingles, anxiety, heart palpitations, dry, vertigo, and migraines. As a result patient scheduled for bilateral removal on (B)(6) 2024. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).